Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software analysis was unable to determine probable cause with the information provided. No further issues have been reported.

Event description:
A site registered nurse (rn) called from the operating room (o.r.) To report that, while in an ear, nose & throat (ent) procedure, they had moved the patient and the tracker and patient registration was lost. An attempt to re-register the patient using tracer registration was unsuccessful. In trouble-shooting, the surgeon had started a pointmerge registration at the time of the call, and was successful with an error metric below 5. The surgeon confirmed accuracy and deemed it to be 1 centimeter inaccurate. The alleged inaccuracy was identified during the accuracy check and it was decided to re-register the patient. The surgeon successfully re-registered using tracer registration. The surgeon moved into navigate and reported the system was 4-5 millimeters inaccurate. The surgeon opted to proceed with the knowledge of the inaccuracy and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.